Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 447 mg/dl and she didn't understand why did not receive a no delivery alarm. Customer stated that she will later see bubbles in the infusion set. Customer stated that her blood glucose is always high the first few days when she changes her infusion set. Customer stated that she uses cold insulin when inserting into the reservoir. Customer was advised that the cold insulin caused the bubbles and may be contributing to the high blood glucose. Customer was recommended to use room temperature insulin. Customer was explained that her blood glucose will be high due to getting air instead of the amount of insulin needed. Customer stated that she changed her set. In another call, customer reported blood glucose readings of 500 mg/dl and 30-40 mg/dl. Customer mentioned that she was hospitalized last year for a blood glucose value of 900 mg/dl. Customer was not on the pump at that time. Customer also had 2 no delivery alarms.